Event description:
It was reported that a filter tear occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. The proximal filter was deployed and the sentinel cps was maneuvered into position for deployment of the distal filter. When deploying the distal filter it was discovered that the distal filter had become partially torn from the distal filter hoop. Both proximal and distal filters were resheathed and the sentinel cps was removed from the patient anatomy. The tavr procedure was completed without the use of a sentinel cps. No patient complications were reported.

Event description:
It was reported that a filter tear occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. The proximal filter was deployed and the sentinel cps was maneuvered into position for deployment of the distal filter. When deploying the distal filter it was discovered that the distal filter had become partially torn from the distal filter hoop. Both proximal and distal filters were resheathed and the sentinel cps was removed from the patient anatomy. The tavr procedure was completed without the use of a sentinel cps. No patient complications were reported.

Manufacturer narrative:
Device analysis device technical analysis the returned product of a sentinel cerebral protection system (cps) was visually, microscopically, and functionally analyzed by a bsc quality engineer. Visual analysis of the returned device revealed the proximal was unsheathed and torn, the articulating distal sheath (ads) was relaxed, and the distal filter was unsheathed. During microscopic analysis of the distal filter no filter tear was identified. The sentinel cps was successfully flushed through the front handle flush port, the rear handle flush port, and the distal filter slider flush port without any difficulties. Product analysis could not confirm the reported distal filter break and identified a proximal filter tear. Media analysis four photographs of the sentinel cps were provided to assist in the investigation and were reviewed by a bsc quality engineer. Two photographs showed the sentinel cps handle and two photographs showed the unsheathed distal filter. The photographs do not show any evidence of the reported distal filter tear.